Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event, treatment details, and the patient's recovery status were not reported. Apd therapy remained ongoing. No additional information is available.